Event description:
The customer obtained a non-reproducible, higher than expected vitros trop I es result (0.126 vs. An expected result = 0.00 ng/ml) from a single patient sample processed on the vitros 5600 system. The affected result was reported out of the laboratory. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The customer did not follow the laboratory policy to repeat any result > 0.120 ng/ml prior to reporting. Subsequently, the procedural oversight was identified, the sample repeated, and a corrected report issued. The inpatient was transferred to the cardiac unit for telemetry. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation confirmed that a non-reproducible, higher than expected vitros trop I es result was obtained from a single patient sample while using the vitros 5600 system. Additionally, the sample may not have been processed in accordance with the tube manufacturer¿s recommendations. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. The investigation determined a definitive root cause with the information available. Additionally, a pre-analytical sample processing issue cannot be ruled out as a contributing factor. There was no evidence to suggest that an instrument or reagent related issue contributed to the event.